Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. This type of event has the potential to cause death or serious injury. Power switching from one battery has the potential to lead to simultaneous loss of power to both controller ports (double disconnect) resulting in pump stop which has the potential harm for serious injury or death due to hypoperfusion, thrombus, and associated sequelae including death. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The following batteries were reported; however, it is unknown which batteries were involved in the reported event: serial # (B)(4), catalog # 1650, exp. Date: 01/31/2017, mfg. Date: 02/12/1016. Serial # (B)(4), catalog # 1650, exp. Date: 01/31/2017, mfg. Date: 02/12/1016. Serial # (B)(4), catalog # 1650, exp. Date: 02/28/2017, mfg. Date: 02/29/2016. Serial # (B)(4), catalog # 1650, exp. Date: 02/28/2017, mfg. Date: 02/29/2016. Devices have not been returned.

Event description:
A vad coordinator reported that a patient noted that his batteries have all been power switching. He was asked to keep a log of his battery use and noted which batteries were in use when his happened. The patient kept a log for two weeks and noted that it occurred with five of his batteries, that it was occurring at random times and that the controller was alarming with a single beep when the batteries switched. All five batteries were exchanged with no reported patient consequence. Additional information was received indicating that the batteries switched with a battery capacity > 25%. The switching could not be reproduced by manipulating the battery connections and/or cables. The event was reportedly not associated with any pump stop events. There was no damage noted to the controller or to its' power connectors. Log files are not available.

Manufacturer narrative:
Other devices involved in this event: battery / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. An attempt was made to replicate the issue by manipulating the battery's connection to a controller during the analysis of the units. Results revealed that the electrical connection between the batteries and controller were stable. The reported event was confirmed via review of the controller log files, analysis of the data log files revealed several premature power switching events that were due to momentary disconnections and communication errors between the controller and batteries involving (B)(4). However, the reported beeps are most likely attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation for communication errors between batteries and controllers, and also to investigate intermittent power source disconnections. (B)(4) was not involved in the power switching events and passed visual and functional testing. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. (B)(4). Communication or transmission issue. Method: visual inspection; analysis of data logs; interoperability evaluation. Actual device evaluated. Results: interoperability problem. Conclusion: quality system deficiency.